Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v741591, implanted:(B)(6) 2011, product type: lead. (B)(4).

Event description:
The consumer reported that they never had therapeutic effect. The patient's incontinence and pain from her interstitial cystitis had gotten "way worse" since implant. The patient was getting up 5 to 6 times a night and "pissed her bed every night". Six to eight months after the patient was implanted, a manufacturer's representative was "successful" in programming the patient's stimulation but it only lasted thirty minutes and when she was at home, "it stopped working". The consumer later reported that their device never worked. They reported an infection in their bladder, pain in their glutes, a hemorrhagic bladder, and no effect from the device. It was noted that the change in therapy and symptoms was gradual. It was also noted that the trial never worked. The patient was experiencing pain in their knee and back. The patient needed a knee replacement. His back and side glute shots were not helping. The pain in the knees and back were reported to be ongoing for an unclear amount of time. The patient was unable to lay a certain way. It was also noted that the patient's urine looked like "coca-cola" the other day. A healthcare provider told the patient they had an infection again and that there was "so much blood in there". Cauterization was noted. It was also reported that the patient was suffering from "intersitialitis". The patient took a week worth of pills and went to see her health care provider but still had an infection. The health care provider stated he wanted to perform a surgery for cauterization and that the patient might as well have it all removed. The indication for use is interstimulation. It was also reported that the patient had an MRI two weeks prior to the report that was not related to the device. There was no patient outcome reported. Follow up is being conducted to determine this information. Should additional information be received, a follow up report will be sent out.